Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose and visit to emergency room on (B)(6) 2020. The customer¿s blood glucose level was 85 mg/dl at the time of hospitalization. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer alleges insulin pump was under delivering. Customer perform displacement test and it was passed. Customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.